Event description:
It was reported that the spinal cord stimulation lead was initially implanted in an undesired location due to scar tissue/fibrosis in the epidural space blocking access. The patient experienced inadequate paresthesia coverage and no pain relief. Therefore, the patient underwent a lead revision procedure where the lead was able to be repositioned more laterally; the lead remains implanted. The patient was stable postoperatively and received adequate stimulation coverage.